Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter read inaccurately low compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 6:15pm. It was reported the patient obtained blood glucose results of ¿52, 66, 58, 55, 50, 45 and 47 mg/dl¿ with the subject meter. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual management routine. About 15 minutes after the start of the alleged issue, the reporter claimed the patient had symptoms of ¿high blood glucose;¿ however, specific symptoms were not provided. No treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow up #1 (04/17/2014): on (B)(6) 2014, the medical surveillance specialist (mss) spoke with the reporter (wife) and obtained additional information regarding this complaint. On the evening of (B)(6) 2014, the reporter confirmed and clarified the patient experienced low blood glucose symptoms of sweating and weakness. The patient attempted to test with the subject meter and obtained an ¿error 4¿ message. The patient treated self with glucose tablets. Shortly after, the patient retested a few times with the subject meter and obtained results between ¿30-50 mg/dl¿ which correlated with the patient¿s symptoms. The patient¿s symptoms and treatment correlated with the results obtained with the lfs meter. Thus, the classification of this complaint is being updated and ruled out.

Manufacturer narrative:
Follow-up # 3 ¿ (06/05/2014). The patient¿s test strips have been returned on 5/14/2014 and evaluated by lifescan product analysis on 5/29/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (05/23/2014). The patient¿s meter has been returned on 4/30/2014 and evaluated by lifescan product analysis on 5/14/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.